Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in as the customer's weight was not provided. The model # and the serial # for the meter associated with the event was not provided, therefore, no information was captured, and the device manufacture date could not be determined.

Event description:
An advocate from greece called on behalf of the customer to report that their blood glucose readings were not being stored in the memory of the contour next meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.

Manufacturer narrative:
The customer did not return the device for evaluation. Since no product details were provided, in-house testing could not be performed and the device history record for the suspected meter could not be reviewed.